Event description:
It was reported three days following bypass surgery the pt developed a post operative infection. The pt's symptoms included a high fever. Additionally, in junuary 2000 the pt experienced "difficulty breathing and had two liters of fluid removed from their cavity". The pt underwent a second surgical procedure in 2000, and the physician stated the pt's sternum had not "re-healed". The sternum was re-wired. The following month, a "blister popped out in the incision". The blisters were treated with gauze and antibiotics. Pt started taking anti-inflammatory. Two months later, it was determined that "they needed to go in and redo the procedure". Twice that month, debridement of the wound was performed. It was reported that the pt was started on v.a.c. Therapy (a sponge attached to mini-v.a.c). The pt was seen three times a week by a nurse to clean the area and empty the v.a.c. In 2001 the pt underwent surgery to remove "more of the ribs" and perform a complete debridement of the area. The pt developed a fever of 103. At this time, the pt was referred to an infections disease specialist and was admitted to the hospital. The v.a.c. Was removed and the area was cultured. The culture indicates the pt had a staph infection which was treated with antibiotics. At a later date, the pt's sternum was reportedly removed. Reportedly, the pt underwent seven procedures in eleven months. It was reported that pt is "doing okay" at this time.